Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Abdominal pain is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a portable cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and... Port site pain."

Event description:
The doctor reported that the patient experienced "abdominal pain" which required hospitalization.